Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# (B)(6): product type recharger product ID 37761 lot# serial# (B)(6): product type recharger product ID 97740 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back stating that they had their implant (ins) replaced and inquired about returning their external equipment. Caller stated that they had their ins replaced because it took them over 8 hours to charge the ins since they were first implanted with it. Caller stated that they couldn't move at all while charging and everything would become hot while trying to charge the ins. Caller stated that when they had their ins replaced, the entire system was replaced and they were told that there were abandoned components that were found from old prior scs systems. Caller commented that they used to experience pain from the internal equipment. Caller also mentioned that they had their ins moved from one spot to another in the past. Tss reviewed information and sent an email to repair to request a return label.

Manufacturer narrative:
H3: analysis of the product ID: (B)(4), serial#: (B)(6), revealed scrapped, due to excess inventory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The reason for call was caller stated that patient is getting their implant swapped out today with a competitor's implant. Caller stated that the healthcare provider determined that their implant needed to be switched out because of the pain patient was receiving from where the battery sat. Patient was on the call as well, and the patient stated the healthcare provider (hcp) they see does not work with the manufacturer's devices. The patient's pain began due to their implant, and patient stated that it was within the past year.